Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can he provided. Most recent follow-up information incorporated above includes: on 20-mar-2017: ptc investigation result was provided. The ptc global number is (B)(4). Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced perforation/perforated essure coil in posterior uterus, device migration, chronic pelvic pain/continued to have pain/ continued to suffer from severe pain, abnormal uterine bleeding/ heavy abnormal uterine bleeding/still bleeding daily, abdominal bleeding and autoimmune-type symptoms. After almost 2 years after essure's insertion she underwent a total laparoscopic hysterectomy with bilateral salpingectomy. Other non-serious events were also reported. All the events are serious due to medical significance. Uterine perforation, device migration, pelvic pain and uterine haemorrhage are anticipated in the reference safety information for essure, while intra-abdominal bleeding and autoimmune disorder are unanticipated. In this particular case one of the coils was perforating the posterior uterus, severe pain and uterine and abdominal bleeding were also reported. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes, which may result in pain and bleeding. Although intra-abdominal bleeding may be present in several pathologies, considering the essure pelvic location and in lack of a plausible alternative explanation, causality with essure and the following events: uterine perforation, device migration, pelvic pain, uterine and intra-abdominal bleeding cannot be excluded. Regarding autoimmune disorder, essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding eventual allergic reaction its components). Therefore, causality between autoimmune disorder and essure was assessed as unrelated. This case was regarded as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. Further information is expected through litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation / perforated essure coil in the posterior uterus"), device dislocation ("device migration"), pelvic pain ("chronic pelvic pain / continued to have pain / continued to suffer from severe pain"), uterine haemorrhage ("abnormal uterine bleeding / heavy abnormal uterine bleeding / was still bleeding daily"), intra-abdominal haemorrhage ("abdominal bleeding") and autoimmune disorder ("autoimmune-type symptoms") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's past medical history included polyarthritis, migraine headache and fibromyalgia. Concomitant products included estradiol. On (B)(6) 2011, the patient started essure at an unspecified dose and frequency. On (B)(6) 2011, 61 days after starting essure, the patient experienced uterine haemorrhage (seriousness criteria medically significant and clinically significant/intervention required) and intra-abdominal haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), arthralgia ("joint pain"), myalgia ("muscle pain") and fatigue ("fatigue"). The patient was treated with surgery (a total laparoscopic hysterectomy with bilateral salpingectomy was performed on (B)(6) 2013) and surgery (novasure ablation was performed on (B)(6) 2011.). Essure was withdrawn. At the time of the report, the uterine perforation, device dislocation, uterine haemorrhage, intra-abdominal haemorrhage, autoimmune disorder, abdominal pain, arthralgia, myalgia and fatigue outcome was unknown and the pelvic pain had not resolved. The reporter considered uterine perforation, device dislocation, pelvic pain, uterine haemorrhage, intra-abdominal haemorrhage, autoimmune disorder, abdominal pain, arthralgia, myalgia and fatigue to be related to essure. Diagnostic results: on an unspecified date in 2011, she underwent an ultrasound to evaluate her symptoms of pelvic pain and dysfunctional uterine bleeding. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced perforation/perforated essure coil in posterior uterus, device migration, chronic pelvic pain/continued to have pain/ continued to suffer from severe pain, abnormal uterine bleeding/ heavy abnormal uterine bleeding/still bleeding daily, abdominal bleeding and autoimmune-type symptoms. After almost 2 years after essure's insertion she underwent a total laparoscopic hysterectomy with bilateral salpingectomy. Other non-serious events were also reported. All the events are serious due to medical significance. Uterine perforation, device migration, pelvic pain and uterine haemorrhage are anticipated in the reference safety information for essure, while intra-abdominal bleeding and autoimmune disorder are unanticipated. In this particular case one of the coils was perforating the posterior uterus, severe pain and uterine and abdominal bleeding were also reported. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes, which may result in pain and bleeding. Although intra-abdominal bleeding may be present in several pathologies, considering the essure pelvic location and in lack of a plausible alternative explanation, causality with essure and the following events: uterine perforation, device migration, pelvic pain, uterine and intra-abdominal bleeding cannot be excluded. Regarding autoimmune disorder, essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding eventual allergic reaction its components). Therefore, causality between autoimmune disorder and essure was assessed as unrelated. This case was regarded as incident since device removal was required. A product technical analysis is being sought. Further information is expected through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / perforated essure coil in the posterior uterus'), device dislocation ('device migration'), pelvic pain ('chronic pelvic pain / continued to have pain / continued to suffer from severe pain'), uterine haemorrhage ('abnormal uterine bleeding / heavy abnormal uterine bleeding / was still bleeding daily'), intra-abdominal haemorrhage ('abdominal bleeding') and autoimmune disorder ('autoimmune-type symptoms') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polyarthritis, migraine headache and fibromyalgia. On an unspecified date in 2011, she underwent an ultrasound to evaluate her symptoms of pelvic pain and dysfunctional uterine bleeding. Concomitant products included estradiol. On (B)(6) 2011, the patient had essure inserted. On (B)(6)2011, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and intra-abdominal haemorrhage (seriousness criterion medically significant), 2 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), arthralgia ("joint pain"), myalgia ("muscle pain"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (novasure ablation was performed on (B)(6) 2011. And total laparoscopic hysterectomy with bilateral salpingectomy was performed on (B)(6) 2013). Essure was removed. At the time of the report, the uterine perforation, device dislocation, uterine haemorrhage, intra-abdominal haemorrhage, autoimmune disorder, abdominal pain, arthralgia, myalgia, fatigue, migraine, headache, genital haemorrhage and hypersensitivity outcome was unknown and the pelvic pain had not resolved. The reporter considered abdominal pain, arthralgia, autoimmune disorder, device dislocation, fatigue, genital haemorrhage, headache, hypersensitivity, intra-abdominal haemorrhage, migraine, myalgia, pelvic pain, uterine haemorrhage and uterine perforation to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can he provided. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received. Events: migraines, headaches, abnormal bleeding, hypersensitivity symptoms added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / perforated essure coil in the posterior uterus/right coil that had perforated'), device dislocation ('device migration'), pelvic pain ('chronic pelvic pain / continued to have pain / continued to suffer from severe pain'), abnormal uterine bleeding ('abnormal uterine bleeding / heavy abnormal uterine bleeding / was still bleeding daily'), intra-abdominal haemorrhage ('abdominal bleeding') and autoimmune disorder ('autoimmune-type symptoms') in a 25-year-old female patient who had essure (batch no. 758631) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polyarthritis, migraine headache and fibromyalgia. On an unspecified date in 2011, she underwent an ultrasound to evaluate her symptoms of pelvic pain and dysfunctional uterine bleeding. Concomitant products included estradiol. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced abnormal uterine bleeding (seriousness criteria medically significant and intervention required) and intra-abdominal haemorrhage (seriousness criterion medically significant), 2 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), arthralgia ("joint pain"), myalgia ("muscle pain"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (novasure ablation was performed on (B)(6) 2011., essure removal and total laparoscopic hysterectomy with bilateral salpingectomy was performed on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device dislocation, abnormal uterine bleeding, intra-abdominal haemorrhage, autoimmune disorder, abdominal pain, arthralgia, myalgia, fatigue, migraine, headache, genital haemorrhage and hypersensitivity outcome was unknown and the pelvic pain had not resolved. The reporter considered abdominal pain, abnormal uterine bleeding, arthralgia, autoimmune disorder, device dislocation, fatigue, genital haemorrhage, headache, hypersensitivity, intra-abdominal haemorrhage, migraine, myalgia, pelvic pain and uterine perforation to be related to essure. The reporter commented: number of proximal coils: 3 on left cornua and 3 on right cornua. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine perforation, pelvic pain. Most recent follow-up information incorporated above includes: on 30-jun-2021: mr received. Reporter information , date of birth , lot no, date explanted added and rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / perforated essure coil in the posterior uterus/right coil that had perforated'), device dislocation ('device migration'), pelvic pain ('chronic pelvic pain / continued to have pain / continued to suffer from severe pain'), abnormal uterine bleeding ('abnormal uterine bleeding / heavy abnormal uterine bleeding / was still bleeding daily'), intra-abdominal haemorrhage ('abdominal bleeding') and autoimmune disorder ('autoimmune-type symptoms') in a 25-year-old female patient who had essure (batch no. 758631) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polyarthritis, migraine headache and fibromyalgia. On an unspecified date in 2011, she underwent an ultrasound to evaluate her symptoms of pelvic pain and dysfunctional uterine bleeding. Concomitant products included estradiol. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced abnormal uterine bleeding (seriousness criteria medically significant and intervention required) and intra-abdominal haemorrhage (seriousness criterion medically significant), 2 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), arthralgia ("joint pain"), myalgia ("muscle pain"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (novasure ablation was performed on (B)(6) 2011., essure removal and total laparoscopic hysterectomy with bilateral salpingectomy was performed on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device dislocation, abnormal uterine bleeding, intra-abdominal haemorrhage, autoimmune disorder, abdominal pain, arthralgia, myalgia, fatigue, migraine, headache, genital haemorrhage and hypersensitivity outcome was unknown and the pelvic pain had not resolved. The reporter considered abdominal pain, abnormal uterine bleeding, arthralgia, autoimmune disorder, device dislocation, fatigue, genital haemorrhage, headache, hypersensitivity, intra-abdominal haemorrhage, migraine, myalgia, pelvic pain and uterine perforation to be related to essure. The reporter commented: number of proximal coils: 3 on left cornua and 3 on right cornua. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine perforation, pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / perforated essure coil in the posterior uterus'), device dislocation ('device migration'), pelvic pain ('chronic pelvic pain / continued to have pain / continued to suffer from severe pain'), uterine haemorrhage ('abnormal uterine bleeding / heavy abnormal uterine bleeding / was still bleeding daily'), intra-abdominal haemorrhage ('abdominal bleeding') and autoimmune disorder ('autoimmune-type symptoms') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polyarthritis, migraine headache and fibromyalgia. On an unspecified date in 2011, she underwent an ultrasound to evaluate her symptoms of pelvic pain and dysfunctional uterine bleeding. Concomitant products included estradiol. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and intra-abdominal haemorrhage (seriousness criterion medically significant), 2 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), arthralgia ("joint pain"), myalgia ("muscle pain"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (novasure ablation was performed on (B)(6) 2011. And total laparoscopic hysterectomy with bilateral salpingectomy was performed on (B)(6) 2013). Essure was removed. At the time of the report, the uterine perforation, device dislocation, uterine haemorrhage, intra-abdominal haemorrhage, autoimmune disorder, abdominal pain, arthralgia, myalgia, fatigue, migraine, headache, genital haemorrhage and hypersensitivity outcome was unknown and the pelvic pain had not resolved. The reporter considered abdominal pain, arthralgia, autoimmune disorder, device dislocation, fatigue, genital haemorrhage, headache, hypersensitivity, intra-abdominal haemorrhage, migraine, myalgia, pelvic pain, uterine haemorrhage and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.